Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2015, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: call service 054 alarms were observed in the pump's black box on (B)(4) 2015. Pump reboot events were observed in the clearing of the call service alarms. There were battery compartment cracks observed below the grip pad. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. There was no evidence of moisture or loose components inside the pump. Unrelated to the initial allegation, the display screen was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.